Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the ventricular lead was placed, the patient showed no underlying rhythm. During the atrial lead placement, the programmer displayed a message that the analyzer had lost communication with the programmer, and no further testing could be done. The lead was then attached to the device and then the end session for the analyzer was selected. The analyzer then worked to place the atrial lead. The programmer and analyzer are expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The programmer failed incoming functional testing, and its link electronic module (lem) board was found to be out of specification. The lem board was replaced. The stylus latch was found to be broken, such that its connector was unable to remain in place. The stylus was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-17: the programmer was returned for service.